Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had dislodged and showed undersensing, muscle stimulation, poor morphology and loss of capture. This lead was explanted and replaced. The event and explant dates provided do not make sense so they were left off of this report.